Manufacturer narrative:
Unit received no button response due to flattened esc button dome switch. Unable to perform displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. Unit received with cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call, that the act button on the insulin pump is unresponsive during the priming process. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.